Manufacturer narrative:
Device evaluation: the primary system controller, backup system controller, 14v li-ion batteries, 14v battery clips, 14v patient cable, power module, and universal battery charger were returned for evaluation. The pump was not explanted and was not available for evaluation. The primary system controller was connected to the returned 14v power module patient cable, the returned power module, test system monitor and a test hmii pump. The primary system controller was functionally tested and was found to function as intended. All visual and audio alarms were verified during the test. The system was operated when only supported by the backup battery at the original set speed for approximately 1 hour and 37 minutes before the battery fully discharged and the system stopped. The frequency (hz) and sound pressure (db) of the sound produced by each audio transducer was within specification. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. Functional testing of the other returned products was performed and all products functioned as intended during analysis. Review of the retrieved log file confirmed the events observed during the preliminary log file analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. The lvad was not explanted and is not available for evaluation. However, the power module, system controller, several 14v li-ion batteries, battery clips and 14v power module patient cable were received for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found deceased in the nursing home with the pump running and no active alarms. It was reported that it appeared that everything was working correctly, but that there may have been a time when the power was disconnected. A log file was submitted for review. The manufacturer's technical services reviewed the provided log file which contained data from (B)(6) 2015 to (B)(6) 2015. Between (B)(6) 2015 and (B)(6) 2015 the pattern of power connectivity was: battery power from approximately 0600-0700 to approximately 2000 to 2200, and power module support from the evening to the morning. On (B)(6) 2015, the patient switched to battery power at approximately 0645. At 1522, the relative state of charge for both the system controller power cables was low. The voltage continued to decrease over time and at 2356 the system controller alarmed with a low voltage advisory. On (B)(6) 2015 at 0159, the system controller sounded a low voltage hazard alarm. At 0244 the system controller alarmed with no external power and the emergency backup battery (ebb) engaged. At this point, per design, the pump speed switched to the set low speed to conserve power. The pump continued to run as expected for an unknown period of time until the ebb was exhausted of power. At some point in time after the above sequence, a clock reset was captured after the system controller was connected to a power module and the pump restarted and ran with yellow wrench alarms, which are typical and expected after a complete rundown of power. The review of the log file data also showed that it appeared that the power module was not plugged in, and low voltage advisory alarms began as the power module backup battery began to discharge. The system controller again lowered the pump speed to the set low speed, and then again switched to the ebb. The pump ran until the ebb power was again exhausted. The last few lines of the log file showed a clock reset when the system controller was connected to a power module with viable power and also showed a driveline disconnected message. This is likely when the system controller was later connected to a system monitor to download the data log file. Technical services reported that when connected to a viable power source, the pump continued to run as expected. No additional information was provided.